Event description:
The pt had an implant about 4 years ago. Over the past few months, he had several transient spells of dizziness. Two days ago, the pt had a sudden onset of syncope, falling to the ground. Similar episodes occurred while lying in bed. He was seen in ed on 11/5/94 and symptoms were observed. There was documentation of a period of non-pacemaker capture on rhythm strip. He underwent surgery the same day. It was felt there was a problem with the proximal lead. The surgeon capped off the leads and electively removed the box and replaced with new pacing lead and generator.